Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp.(omsc). But was returned to (B)(4). Following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus (B)(4) was informed that during two surveillance culturing conducted by the user facility, following microbes were detected from the subject device. The air/water channel: micrococcus and unspecified microbes (11 cfu / 20ml). The biopsy channel: micrococcus and unspecified microbes (4 cfu / 20ml). The elevator channel: sphingomonas sp. (The number of bacterial were not informed ). The elevator channel: unspecified microbes (15cfu/ 20ml ). The subject device had been reprocessed with an olympus automated endoscope reprocessor model etd-3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".